Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the downstream occlusion message when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the downstream occlusion alarm which was not reproduced. Downstream occlusion alarms were found in the event history log. During the evaluation, the downstream sensor current reading was out of specification with a fluid filled set loaded (high headings). The elevated readings were the cause of the false downstream occlusion alarms. The downstream pressure plate gap was also found out of specification. The downstream shim was calibrated to ensure proper occlusion detection.